Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The reported issue did not impact the customer's blood glucose level. However, the customer experienced an elevated blood glucose (bg) level of 259 mg/dl and it was addressed with a correction. Reportedly, the customer thinks they overate and did not bolus enough for the food. The customer declined troubleshooting for the elevated bg level as they stated their levels lowered to 212 mg/dl. The customer indicated that they would load a new cartridge.